Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and a manufacturer representative reported that a potential surgery date was (B)(6) 2015. The battery was implanted on the patient's left side close to their spine and the patient's left arm was going numb for hours every day.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that it was decided by the patient to remove the spinal cord stimulator (scs) system. There were no injuries, complications, or problems. The patient simply decided that they did not like the scs and no longer wanted it. This was done on (B)(6) 2015. There were no complications or issues during the explant. The patient was reported to be doing well.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider and a manufacturer representative reported that the healthcare provider wanted to do a revision of the patient's leads. The revision was being scheduled at the time of the report. The manufacturer representative was going to follow-up once authorization for the revision was completed. The patient was indicated for spinal pain. No causes, symptoms, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.